Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer changed pump supplies to address the issue.